Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the device was explanted on (B)(6) 2019 due to the patient being diagnosed with sensoneural hearing loss. There are plans to reimplant the patient with a new device, however, this has not occurred as of the date of this report.